Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found a clogged sample probe. The sample probe had no pressure sensor function due to the clog. After de-clogging, the samples were repeated and the results were comparable to one another. A precision check run after de-clogging the sample probe was within specification. The investigation determined the clogged sample probe was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatine kinase-mb (ck-mb) or creatine kinase (ck) on a cobas 4000 c (311) stand alone system. Patient 1 initial ck result from the c311 system in question was 242 u/l or 295 u/l. The sample was repeated on a different c311 with a result of 152 u/l or 145 u/l. Patient 2 initial ck-mb result from the c311 system in question was 46.8 u/l. The sample was repeated on a different c311 with a result of 16 u/l or 15 u/l. None of the results in question were reported outside of the laboratory. There was no allegation that an adverse event occurred. The ck reagent lot number was 41207801 with an expiration date of 29-feb-2020. The ck-mb reagent lot number was 41454501 with an expiration date of 31-mar-2020.